Manufacturer narrative:
Device remains within patient. Therefore, no device evaluation will be performed. Instructions for use for this device state: warning: excessive applied traction forces may impact the lld¿s ability to disengage from a lead.

Event description:
A philips representative reported that a cardiac lead management procedure commenced to extract 3 non-functional/redundant leads. The physician prepped 2 of the leads for extraction (1 right atrial and 1 right ventricular) with a spectranetics lead locking device (lld) ez 518-062. The physician decided to abandon the extraction of the rv and ra leads after several attempts with no progress at an adhesion sight in the superior vena cava (svc). He attempted to unlock the lld ez, but was unable to and the lld was cut, capped within the respective lead, and left within the patient. The physician did not complete the lead extraction for any of the leads. However, he did manage to get access and complete the re-implant of a biv device. This MDR is being filed to capture the lld cut and capped within the rv lead.